Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5076593). Checked conformity of DHR. We asked for further information and for availability of the device to our distributor. Should the pump be available for investigation, a follow-up report will be sent once the pump will be returned and evaluated. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5076593) of which we had not been made previously aware. Event description: "pt called and stated she is having issues with her crono pump (sn (B)(4)). Pump is displaying error code 4 and pistons are not retracting correctly. Pt also stated a plastic part around the battery compartment had broken off earlier. Pt threw the small plastic piece away. Advised we will send replacement. Currently still using medication has a functional back up. No further questions. Dose or amount: remodulin 77.5 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2015 to (B)(6) 2018. Diagnosis or reason for use: primary pulmonary hypertension."